Event description:
International affiliate reported that the torque limiting driver provided excessive torque during screw tightening. See medwatch report no. 1526439-2008-00068 for a summit hex driver shaft with a broken tip that was involved in this event.

Manufacturer narrative:
The returned torque limiting driver was tested for torque, and the results were found to be above the maximum specification requirement. Subsequent lab testing determined that it is possible that the instrument's above specification condition may have caused or contributed to the tip breakage of the summit hex driver shaft reported mfg medwatch report no. 1526439-2008-00068. The cause of the above specification torque condition cannot be positively determined. However, the instrument was manufactured in may 2001 and has been in service for approximately seven years. It is likely that the instrument became worn through normal, routine usage over time.